Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed an elective controller and battery exchange and returned the devices to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of the log files confirmed that no power source was connected to port 2. The returned battery (B)(4) passed visual examination and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volt level as the pack discharged down to the 12 volt level. Battery (B)(4) passed visual examination but failed functional testing. During testing, the battery exhibited early depletion of cell pair #3 which caused the cell pair voltage to drop below the minimum voltage threshold of 2.8 volts; this malfunction is an incidental finding. (B)(4) failed visual inspection; damage on pin 5 within port 2 was observed. Port 2 could not be used to supply power for controller; this confirmed malfunction is related to the reported event. An internal investigation is currently on-going to investigate complaints with the damaged pins. The most likely root cause of the reported 'power disconnect' alarm event can be attributed to damaged pins within port 2 of the controller preventing power from being delivered to the controller from the attached power source. The cause of the damaged pins most likely resulted from a forced or improper alignment of the power source connectors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4) - on april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2014-00019 and 3007042319-2015-01293) submitted for devices related to the same event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately two moths post lvad implantation the site reported that the patient experienced a "power disconnect 2" (low priority) alarm even though a power source was connected to port 2. Port 1 was giving power to the pump. Log file analysis confirm that only one power source was connected for a three hour period on the date of the reported event; however there was no record of power disconnect alarms or pump stops. The controller was removed from the patient and a new controller was supplied. The event resolved without any reported patient injury.